Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 460mg/dl mg/dl. The customer's expected fasting blood glucose test result range is 143 to 242mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is 07/01/2016. The meter memory was reviewed for previous test result history (date / time not set): (B)(6).